Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify was the mesh torn during insertion as a result of another instrument or despite the initial observation which indicated that the mesh was taken out with no damage are you now indicating that the mesh was torn prior to insertion and patient contact? The mesh was in good condition before insertion. Cause of damage was unknown. It was reported that the procedure was successfully completed and noted under impacted product, it was noted that the torn device was implanted and not being returned. Please confirm that despite the observation of torn mesh that the mesh was still implanted and used to complete the procedure? Yes, procedure successfully completed and will not being returned. It was noted patient consequences that there is a risk of bowel adhesion". Please clarify that the patient did not have any consequence as a result of the event but the documentation of "risk of bowel adhesion" is a projection (a possibility of what might occur rather than what did occur)? Projection was from the hcp who operated the patient, that there is risk of adhesion that might occur in future.

Event description:
It was reported that the patient underwent a hernia repair on (B)(6) 2018 and the mesh was implanted. It was also reported that the mesh was in good condition before insertion. During the procedure, it was noted that a small area of the mesh was torn at the orc layer and cause was unknown. The mesh was still implanted and used successfully to complete the procedure. The surgery was not delayed. No medical intervention was required. There were no patient consequences reported at this time.